Event description:
It was reported that during a peripheral stenting treatment procedure, a stent embolization occurred. The lesion being treated was a calcified, 92% stenotic lesion located in the mildly tortuous, 9mm diameter right vertebral artery. The physician used a 7f cook rabi introducer sheath for vascular access and a .035" bentson guidewire to cross the lesion via a right groin puncture site. It is noted that the lesion had not been predilated. The physician was attempting to advance the express-biliary ld pmted 10.0x30x135 cm stent through the 7f sheath, but "it was a little tight." When the physician tried to pull the stent back into the guide catheter with a guidewire, it came off the balloon. The physician took the final film and located the stent in the iliac artery. He subsequently deployed the stent at this non-target location. The procedure was successfully completed with a 10x29 genesis stent. No patient injuries or complications were reported. Patient status is reported as "fine."

Manufacturer narrative:
The complainant indicated that the stent remains implanted and the delivery device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. The manufacturing records for top assembly batch 8289657 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. No other complaints have been received for this particular batch of devices.